Manufacturer narrative:
Updated: a medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system would power down without prompt from the user. To restore functionality, the cmos battery was replaced. However, the issue persisted and the system computer was ultimately replaced. The system then passed the system checkout and was found to be fully functional. The cmos battery was discarded and not returned for analysis. Analysis of the returned cpu found no issue. Conclusion if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97324477, serial/lot #: (B)(4), UDI#: (B)(4): analysis results for the computer were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system would power down without prompt from the user. To restore functionality, the cmos battery was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site again to test the equipment. Testing revealed that the system functioned as intended, but parts were replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Concomitant medical products: other relevant device(s) are: product ID: 9735225r, serial/lot #: unk, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system turned off without prompt from the user three times. The computer then powered on after each occurrence. There was no patient present when this issue was identified.